Event description:
Device was implanted on 2/10/1999. It is reported that at a regularly scheduled follow-up visit in 2005, the surgeon noted on x-ray that osteolytic lesions or cysts had formed around the threads and tip of the screws used to affix the plate. Device was revised in 2005 due to pain.

Event description:
It is reported that at a regularly scheduled follow-up visit in 2005, the surgeon noted on x-ray that osteolytic lesions or cysts had formed around the threads and tip of the screws used to affix the plate. Revision scheduled for july 2005.